Manufacturer narrative:
Section a2, a3a,a3b, a4, a5, a6, patient information: unknown/not provided. Section d6a, if implanted, give date: not applicable as the iol was removed and replaced during the same procedure. Section d6b, if explanted, give date: not applicable as the iol was removed and replaced during the same procedure. Therefore, not explanted. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, the customer declined to provide them. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the johnson and johnson (jnj) intraocular lens (iol) was implanted into the patient¿s eye. After the doctor implanted the lens they noticed a haptic was missing. They removed the lens and replaced it with the same model and diopter. There was no harm to the patient. Jnj performed follow-up to get more details, but the customer declined to provide them. No further information was provided.

Manufacturer narrative:
Additional information. Section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: jun 6, 2024. Section h3: evaluated by manufacturer: yes. Device evaluation: the complaint device was received in a bag which was in the original folding carton along with a lens stuck to an alcon case. The device was inspected under magnification. The complaint handpiece was received with the plunger rod fully advanced, and the plunger rod tip was damaged in a way consistent with damage that occurred during shipping. Viscoelastic residue was not observed to be distributed through the length of the cartridge. The lens module was inspected and a detached haptic was identified in the lens module. No damage or viscoelastic residue was identified in the lens module. The lens was cleaned and presented cut and with a haptic/optic junction was completely torn. The other haptic was damaged. The edge of the lens also presented with damage and the optic body had cosmetic issues. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
In the report submitted jul 12, 2024 (3012236936-2024-0001513), the device evaluation in section h11, incorrectly stated that the haptic/optic junction was completely torn. The device evaluation was re-done to include the correct statement. This report contains the corrected statement below. The haptic/optic junction was completely separated. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.